Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to elevated metal ion levels. Invoice history indicates the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05693 / 005694).

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient has elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05693-1/05694-1).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to elevated metal ion levels. Invoice history indicates the modular head and taper adapter were removed and replaced. Additional information received from the patient's legal counsel reports patient allegations of pain and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain. Revision operative report noted the presence of gray appearing soft tissue, a pseudotumor, metal wear debris, and soft gray-colored doughy material. The acetabular cup, taper adapter and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to elevated metal ion levels. Invoice history indicates the modular head and taper adapter were removed and replaced. Additional information received from the patient's legal counsel reports patient allegations of pain and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.